Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus delivery. Unable to verify delivery alarm in alarm history screen due to overwritten history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The pump was received with cracked reservoir tube lip, broken battery tube threads and minor scratched lcd window. The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose reading was 135+ mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. . The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.